Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery power loss or pump error 23 alarms noted during testing or in the device trace download. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl. Customer declined troubleshooting. Customer also reported hardware low level failures alarm on the insulin pump. Customer stated that the alarm occurred immediately after a battery change. Customer was able to clear the alarm and was not able to complete rewind. Customer reported that the drive support cap appeared to be normal. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer had received multiple power loss alarms when batteries were out of the pump less than 10 minutes. The device will be returned for analysis.